Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was implanted during a procedure performed in (B)(6) 2023. According to the complainant, the shunt system was unable to adjust. Consedering the patient´s symptoms of high intracranial pressure. The patient underwent a revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Device sent back for examination.

Manufacturer narrative:
Changes made in this report: d4 / d6a / d6b / h2 / h3 / h4 /. Received a different product than originally reported. Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. Because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, dried, bloddy deposits were found in progav 2.0 and the control reservoir. Result: based on our investigation results, we can determine a clogging in the shunt system and a non-adjustability of the progav 2.0 valve. The visible dried deposits in the shunt system may have led to the functional impairment. A conclusive examination is not possible due to the condition of the product. Dried deposits indicate that the shunt system was not placed in liquid immediately after explantation as instructed. At the time of the examination, it is not clear to us how the abovementioned functional impairment occurred. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report.